Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed occurrences of defib pads lead fault. However, these do not indicate a device malfunction and are warnings that the device does not detect a valid patient impedance. Which may indicate poor coupling between the electrode pads and the patient's skin. This could not be firmly established as the electrode pads, the multi-function cable and the adapter were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.